Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient and device. No response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that after using their device the patient was found to have a t9/t10 thoracic spine fracture. There was patient involvement in this event and the device use may have contributed to a serious injury.